Event description:
Healthcare professional reported via regulatory agency unknown side "rupture" of a saline device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
In response to FDA uf/importer report number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported via regulatory agency unknown side "rupture" of a saline device. Device has been explanted.